Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. Programming changes were made to resolve the event. The patient had no consequences.